Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump experienced a prime/fill anomaly. The customer did not know the blood glucose reading. The customer stated that about 3 to 4 months prior to the call, the insulin pump became ineffective in lowering his blood glucose. The customer's blood glucose was in the 300 mg/dl range. He stated that he put the infusion set int, tried to bolus, but the blood glucose kept rising. He stated that normally changing the infusion set would resolve the issue. He stated that recently when he tried to load the reservoir into the device, it would not go into the reservoir compartment and the reservoir would get emptied. He stated that the issue would cause the device to program too much or too little insulin. He noted that insulin squirted out during the manual prime. He said the insulin pump never alarmed when insulin was rejected. The customer was advised to replace the insulin pump and reservoirs and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.